Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4) no anomalies found. Full lead returned and analyzed.

Event description:
It was reported that during an implant attempt, there was noise interference on the lead. The lead was explanted and replaced. The noise was later determined to be from electrical equipment in the surrounding environment. No patient complications have been reported as a result of this event.